Event description:
On january 12, 2010, the facility's senior biomedical engineer reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the stop button is inoperable. The reported condition occurred during biomed service. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as remediated.

Event description:
A second party reported to pyng medical that a third party had made a report to them regarding issues with pyng io devices. As reported by the 2nd party to pyng medical: "three of the pyng io devices have sheared off in the last few weeks, leaving the sub-q component to be removed surgically." When approached directly, the third party informed pyng medical that "the problems with the fast io were reported at the conference. In each case, the io broke off on attempts to remove it leaving the tips embedded in the sternum. Unfortunately, that is all the info I have as I was not directly involved". To date, that is all the info pyng medical has received regarding this event. (B)(4).

Manufacturer narrative:
Evaluation summary: the reported condition of the stop button is inoperable was confirmed. The reported condition was due to fluid ingress and damaged traces found at the keypad flex cable connector. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
(B)(4).